Event description:
The following has been reported: patient received chemotherapy (doxorubicin) dose 25.43mg in 250ml saline for infusion over 24 hours at a rate of 10.4ml/hour. The infusion was received with a volume of 184ml for 17 hours and 38 minutes at an infusion rate of 10.4ml/hour. The infusion ended at 23+05 of this date, with a volume of 128ml in the infusion pump for 12 hours and 16 minutes, infusion pump blocked without having had any type of modification, chemotherapy bag completely empty. The immediate head nurse and the treating specialty were notified, and after this situation the patient's signs were taken without any complications. There was no evidence of damage at the time, but since it was chemotherapy, a possible toxicity was suspected. Date and time of the beginning of the program: (B)(6) 2025 at 11:00 a.m. It is presumed that the infusion ended earlier than expected. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The device was not returned to brézins for investigation as device check was carried out locally. No issue could be found upon testing. Device quality control certificate was provided. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. See attached investigation report for details of infusion setting and infused volume. The log extract was made with an old version of partner which contains a bug, so we had to add "0" in some volumes of this extract to analyze it as per provided quality control certificate, no dysfunction of the device could be found. In addition of the provided quality control certificate edited upon local check of the device, the service report has been provided confirming that no repairs have been carried out on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as:not valid. The trend is: n/a.